Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that when opening the package, the battery liquid dripped to the outside of the battery pack and adhered on the instrument table. But the pt, surgeon and the nurses at that surgery were not affected by this incident.